Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the left bundle branch pacing (lbbp) lead was damaged with respect to its retraction and extension mechanisms. The lbbp lead was not used and replaced. The patient remained stable throughout the procedure.